Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's EKG input connector was damaged. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device(10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and repaired the ECG input connector damage by replacing the front end executive board. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.